Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing 'settings not available' screen. Agent asked for an event date and the caller initially said about two months ago but then said it had happened before six months ago or more but the patient cannot recall and said they have a bad memory. The patient was asked for a notify date as the patient mentioned reaching out to the manufacturer representative (rep) and the pt initially said sometime during the week of (B)(6) but then noted he had worked with the rep on this issue when it occurred previously. The patient notes that when they met with the rep previously, the rep had stated that 'some of the leads were bad', at least one, and they had to work around that. The patient states he has not changed from the group the rep had set up previously which was group c. The pt reports being able to turn stim down but not up. The pt noted that the most recent contact with the rep resulted in the rep advising the pt to make an appointment which is the guidance that agent provided as well. Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen and the "settings not available" was addressed. All three groups were reprogrammed due to lack of pain relief. The controller was also repaired. There was no documentation of impedances. It was unknown if the issue was resolved. The patient has not been seen since then.